Event description:
It was reported that the tape was not sticking on (b)(6) 2026.

Manufacturer narrative:
E1 : Patient City: (b)(6).Patient Country: Spain. Name: Medtronic Minimed,Country: United States of America,Street: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325. Based on the available information, this event is deemed to be a Reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.